Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information was requested but unable to be obtained. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient¿s ipg stopped communicating with the external devices and patient lost stimulation. Troubleshooting did not resolve the issue. Reportedly, patient was charging their ipg as recommended but experienced some communication difficulty while charging the ipg. No intervention is planned at this time. Incident is from (B)(6).